Manufacturer narrative:
(B)(4). Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify rewind anomaly and change/battery lasts less than expected anomaly due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had depleted battery life, received no delivery alarm and grinding and vibrating noise when piston rewinds. Customer declined troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.